Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump was damaged and was not starting. The customer's blood glucose was unknown. The troubleshooting was not mentioned. The insulin pump will be returned for analysis.